Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self, restart error, displacement, and basic occlusion tests. Unable to prime unit during prime and system sensor test due to faulty force system sensor. Unable to perform occlusion test, excessive no delivery test or dat test due to prime anomaly. Unit received with partially broken reservoir tube lip and battery tube threads. Unit received with traces of corrosion at the battery tube. Unit received with missing reservoir tube lip o-ring and end cap sticker. Unit received with cracked case at display window corners and reservoir tube window corners. Unit received with minor scratched display window.

Event description:
The customer's father reported via phone call of hospitalization for high blood glucose of 517mg/dl. Customer only wants a pump replacement and declined all troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.